Event description:
It was reported that the field representative called for review of device data. Technical services reviewed atrial tachy response (atr) episodes and found this pacemaker exhibited far-field oversensing. Additionally, the atrial flutter response (afr) is programmed on so the far-field signal is extending pvarp due to afr. This causes the true intrinsic p wave to continue to fall in pvarp and not be tracked. Technical services provided programming options. At this time, the device remains in service. No adverse patient effects were reported.